Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient reported no relief with therapy, difficulty charging and programmer not connecting. The manufacturer's representative (rep) reported they saw the patient in office and an x-ray was done to confirm no lead movement. Patient was reprogrammed using evolve protocol. Patient was educated on recharging and programmer use. Patient showed understanding using teach back method. Issue resolved at this time. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It was reported charging history was interrogated and was found to be excellent each time patient charged. Rep reported the programmer connected easily and patient had no issues. Patient was encouraged to call if issues arise. Additional information was received 2018-10-10. It was reported that an explant was planned. The patient had never been able to get significant amount of relief with the system. He reported 0-20% pain relief. The patient had also been implanted with devices from other manufacturers and still did not get great pain relief. The patient had been reprogrammed several times with no improvement in pain relief. The healthcare provider planned to explant the device and the date was currently unknown.